Manufacturer narrative:
The pump passed the seat/rewind, displacement and occlusion tests. No prime/fill anomaly or unexpected max fill reached alarms were noted. No insulin flow blocked alarms noted. No cosmetic damage was noted on the pump assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a lot of max fill reached alarms on the device. Customer uses the 1.8 ml reservoirs and only fills 1.0 of the reservoir. Customer's blood glucose was 5.8 mmol/l. Customer was advised that the load button is finishing before it hits the bottom of the reservoir. Customer filled a new reservoir and tubing while on the phone. Customer stated that they can see multiple max fill reached alarms and an insulin flow blocked alarm in the alarm history. Customer pushed insulin through manually with a plunger but the pump still would not fill. Customer attempted this with 3 reservoirs and different tubing sets. Customer was advised that a replacement would be sent.